Event description:
In 2008, at 14:20, the engineer received a call from the hospital with a report "b pump rate alarm" on a the 1550 hemodialysis single patient system during patient use. The hospital operator was advised by the engineer to fill more water in the hemodialysis solution. No other alarm occurred. One hour and a half after hemodialysis treatment, the patient complained of nausea, vomiting and had body chills. The engineer had the hospital operator check the hd solution on the machine and learned the sodium (na)+135, ph 7.45. The engineer visited the hospital on three days later to evaluate the hemodialysis machine. The engineer noted the conductivity rate showed on screen as "m.c 14.0 ms/l, but the actual value was 13.3 ms/l." This is a deviation of the conductivity cell. The engineer replaced the conductivity cell on the machine and monitored one treatment with no further problems noted. It is unknown at this time what the patient's outcome was or if any interventions were required.

Manufacturer narrative:
A request for a copy of the service report has been made. Should the service report be received, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.